Event description:
Patient experienced agitation and a headache 15 minutes after refill of a 10 ml pump with 2000 mcg/ml lioresal. Hcp aspirated 3 ml from the pump. Hcp stated the pocket seemed a little swollen. The patient was admitted to the hospital where the patient became comatose and required intubation. The hcp aspirated the pump a second time at the hospital and there was just a drop of drug aspirated. The patient recovered after treatment for the overdose.